Event description:
It was reported there were telemetry issues. The implantable neurostimulator (ins) was unresponsive to telemetry attempts by the physician programmer, patient programmer and recharger. Patient had ins fully charged on (B)(6) 2012 and had and MRI the next day. Patient did not turn stimulation on after the MRI. Patient had emg approximately two weeks later. Patient did not turn stimulation on again until the week of (B)(6) 2012. The patient found they did not have any communication with the patient programmer or recharger. Head MRI was done with t/r coil per patient. Antenna locate was attempted several times and no power on reset (por) appeared. Three brief physician recharge modes (prm) were attempted but still no por resulted. Antenna locate numbers were 47, 74, and 82 and ins seemed to be at good implant depth. The following day, it was reported there was a por condition. Error code was 0x8. Patient was able to charge battery up normally after trickle charge. Recharge statistics showed no data as if reset. Follow up reported an overdischarge was confirmed and that several trickle sessions were needed. It was believed the cause was device malfunction or interference due to MRI or emg. Prm was performed successfully. Symptoms included return of original pain. The patient is receiving therapy but the battery had drained in three days after she had it charged to 100%. Patient normally has to recharge only once per month. No further information was reported.

Event description:
It was additionally reported that the implantable neurostimulator (ins) had to be charged more than expected. Charging up till 3.890 or 3.855 volts was stated, full battery specification was approximately 4.0 volts. The battery was discharged at the time of the report. Impedance test showed the following measurements: group a program 1 - 1004 ohms, group a program 2 - 701 ohms, and group a program 3 - 378 ohms. It was suggested that group a program 3 might be depleting the battery more rapidly than the other programs since it had 4 cathodes and 2 anodes programmed. An overdischarge was mentioned in the original report, the patient had stimulation prior to the MRI, and the suspected overdischarge was less than 30 days from the MRI. MRI was said to have been done within labeling. One day later it was reported that the ins locator was found and "it reset back to 2000 which didn't make any sense because device was only a year old and it was overdischarged when it shouldn't have been." It was stated that the device was recharged on a biweekly basis. The longest the patient could go with her three programs after fully charging was 4 days. It was stated that the device was fully charged two days ago and it was "completely out" one day ago. It was stated that after evaluating all 6 of her last recharging sessions "it didn't make sense because her recharger told her she was fully charged." It was also reported that on the day of this report when the patient turned on the stimulation "it made her leg jump off the table," and she turned it off because "it caused her stomach to palpate as well."

Event description:
Follow up information received reported that the manufacturer's representative was to meet with the patient several weeks ago but the patient cancelled the appointment because they left their recharger unit at home. The patient was instructed to call the representative back if they thought they needed additional help but no contact from the patient had been received. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).